Event description:
A malfunction on the pump was reported by the customer. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. The customer adopted multiple daily injections as a backup therapy while technical support arranged to replace the pump with one that has updated software. Instructions for returning the malfunctioning pump and steps for using the replacement were provided, and the customer confirmed understanding of the process.